Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his electrode belt had exposed wires. The pt's suspect electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the exposed wires was physical damage to the cable section from ECG node b to the distribution node. The cable was cut through the outer jacket damaging the internal conductors. In addition to the damage to the cable section, the plastic housing of the electrode belt connector was also damaged. The root cause of the physical damage cannot be positively determined but was likely attributable to user handling. No adverse event resulted from the damaged electrode belt. The pt was provided with a replacement electrode belt.